Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer addressed the low blood glucose by consuming carbohydrates and did not require third-party assistance. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated correction factor to address the event.